Event description:
It was reported that the capture threshold and pacing lead impedance had increased. The patient has amyloidosis and the physician suspects that it is contributing to the rise in measurements. Tachy therapies had been programmed off since implant due to the patient's condition. The patient is pacemaker dependent and monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.